Event description:
Caller states that the labeling was exposed to liquid and the strip vial 'info was rubbed off'. No adverse event reported. Requested return of suspect vial and replacement was sent. No info provided on where labeling issue was discovered.

Manufacturer narrative:
Suspect device is accu-chek test strip vial.